Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed and replicated the customer reported complaint. Fa found the instrument to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. The root cause of this failure is attributed to mishandling/misuse. An additional observation that was not reported by the site that was related to the primary failure was observed. The instrument was found to have scratch marks/ abrasions to the bipolar yaw pulley. The location of the damage was beside the conductor wire insulation damage. The root cause of this failure is attributed to mishandling/ misuse. A review of the site's complaint history does not show any additional complaints related to this product or event. A review of the instrument log for the product associated with this event shows that the fenestrated bipolar forceps instrument was last used on (B)(6) 2021 on system (B)(4). The instrument has a maximum of 14 uses. There were 12 more uses remaining on the instrument. No image or video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis investigations, this complaint is being reported due to the following conclusion: the instrument had conductor wire insulation damage, and the internal conductor wire was exposed. The instrument passed the electrical continuity test. The damaged conductor wire insulation with the conductor wire exposed has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument was observed to have black rubber that was frayed along the joint tip. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 21-oct-2021. The fbf instrument was inspected prior to the last procedural use and there was no damage seen at that time. The last procedure was completed with no reported injury and no procedure delay. Isi performed additional follow-up and received the following information on 25-oct-2021. The customer stated that she did not know when the damage actually occurred. She noted that the damage was identified microscopically during sterile processing and was brought to her. No further details were available.